Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/31/2013 with the following findings: a review of the pump¿s history showed a reboot on the reported event date of (B)(6) 2013. The battery compartment and cap are undamaged and able to fit securely. The pump powered on; however due to an unrelated display issue, the power issue could not be adequately investigated. The pump cover was opened and no intermittent connection was found on the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump lost power. The reporter stated that after multiple battery changes, the pump had audible tones and vibrations but a blank screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.